Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. All device components were disposed by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(6)/(B)(6). Batch: 7125161/7125174.